Manufacturer narrative:
This report is submitted on 18 september 2020.

Manufacturer narrative:
This report is submitted on july 27, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to a lack of performance. The patient was reimplanted with a new device (date not reported).